Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while on insulin pump therapy, and troubleshooting identified an infusion set deployment issue with the needle guard left on the cannula, resulting in interrupted insulin delivery; the user replaced the site and tubing, performed a fill tubing until drops were observed, placed a new set at a new site, completed a fill cannula, and resumed insulin therapy, followed by cgm calibration using a contemporaneous glucometer value. Symptoms included elevated blood glucose levels without ketone testing, medical intervention, or acute complications. Outcomes included restoration of insulin delivery and subsequent reduction of blood glucose after site and set replacement, with continued monitoring. Investigation included customer interview, device use review, and guided troubleshooting and education. Investigation of this case revealed an incorrectly deployed infusion set leading to inadequate insulin infusion, which resolved after corrective replacement and proper priming. It was concluded, based on previously established findings for similar reports, that the cause was user-related application error during infusion set insertion.